Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2011. Postoperatively, the patient experienced infections in her bladder and incisions. The patient was treated with antibiotics. In (B)(6) 2011, the patient also experienced a vaginal erosion and had a surgical procedure to trim the mesh. In (B)(6) 2011, the patient experienced an erosion. The patient experienced difficulty urinating and pain in her pelvis and groin. Additional information has been requested.